Event description:
As reported, the 55 cm optease vena cava filter was not delivered well. There was difficulty delivering the filter through the catheter sheath introducer (csi) and pulling the csi back over the obturator. During delivery, resistance was encountered, but the filter was not incorrectly released into the inferior vena cava (ivc) nor was it unable to be released or expanded. Another optease filter was used to complete the procedure. The delivery sheath was not kinked during delivery, but resistance was encountered while attempting to deliver the filter through the sheath. The diameter of the ivc was measured prior to deployment. There was no reported patient injury. The filter was inserted due to deep vein thrombosis (dvt). The vena cava had a diameter of less than 30 with no morphological deformities, and its size was measured. The vessel was straight, without deformities or calcification, and there were no acute bends or tortuosity. The product was stored and handled according to the instructions for use (IFU), and the device was prepped accordingly. There were no visible signs of device or package damage prior to use. An unknown cordis sheath was used during delivery, and the filter was not in an acute or sharp bend in the delivery tube while out of the storage tube

Manufacturer narrative:
Additional information received: there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. No supplemental report required. This event is deemed non-reportable.

Event description:
As reported, the 55 cm optease vena cava filter was not delivered well. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.